Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three infusions set fell off during use on (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026. In each instance, the infusion set had been in use for less than six hours. The patient replaced infusion set and resumed insulin deliveries successfully.